Event description:
It was reported that during follow-up, low sensing observed. Lead revision is planned. There were no complications for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.